Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received their primary replacement back in 2017 (pinnacle cup with stryker restoration modular stem and femoral head). Patient presented at hollywood private hospital yesterday morning with severe pain and inflammation in the right hip, upon further investigation it was decided that the patient was infected and needed urgent surgery. Plan a was to remove the pinnacle liner and stryker femoral head and replace these with a pinnacle dm with new stryker femoral head in conjunction with a debridement and wash out. Plan b was to perform a washout and debridement, replace the liner and head as a temporary solution prior to a full staged revision once biopsy results are returned from tonight's case. Upon opening, the surgeon determined the infection was severe, so we ran with plan b. Doi: 2017; dor: (B)(6) 2021; right hip.